Event description:
It was reported that, "the pt's leg didn't heal, nonunion of the distal tibia. And the surgeon elected to do a rod exchange."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.